Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the moderately calcified left common iliac artery, the fox plus balloon ruptured around nominal pressure. The procedure was completed using another fox plus balloon. There was no adverse pt effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.